Event description:
It has been reported to philips that was (web application server) crashed when exporting a particular series as movie. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. Although no adverse events or patient harm were reported in the associated complaint, this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.